Event description:
Dealer stated that the joystick on a 3gtq-cg power chair lost programming causing the chair to allegedly go backwards during a transfer of the end user to a bed. User fell on the floor, was transported to the emergency room. Was released with the only injury being bruises.